Event description:
On (B)(6) 2014, the reporter contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter would not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter alleged that the product issue began between 9:30 and 10:00am on (B)(6) 2014. The patient manages their diabetes with an insulin pump. The reporter stated that the patient did not make any changes to their usual diabetes management regimen in response to the alleged power issue. The reporter stated that 1-2 hours later, the patient developed symptoms of ¿high blood sugar, diarrhea and ketones in urine¿. The reporter stated that they contacted their doctor and were advised to contact lfs, no medical treatment was reported. The reporter stated that the patient tested their blood glucose on another unknown device and obtained readings of ¿500, 345 and 237mg/dl¿. The csr was unable to troubleshoot with the reporter as they did not have the meter or test strips available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.